Event description:
A report was received that the patinet was having difficulties charging as the pocket site was too deep. The physician decided to reposition the ipg and the patient was reportedly doing fine after the revision procedure.